Manufacturer narrative:
Concomitant medical products: p1501dr ipg, implanted: (B)(6) 2009, product event summary: the proximal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) and right ventricular (rv) lead leads were returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.